Event description:
Consultant reported that surgeon complained that 4.5mm narrow lcp plate 7 holes/134mm implanted to replace external fixator in a female in the right femur from atv accident broke 3 months post operative and was removed.